Event description:
Reporter stated that caller from the facility reported that the unit had overfilled the final container with lipid from station 1. This was based on comparing the volume programmed and the volume delivered readings on the displays. The programmed volume was 102ml and the delivered volume was 108ml, an error of approximately 5.9%, which is greater than the MFR specifications limits. The bag was discarded, so there was no patient involvement. A no flow alarm had occurred during the transfer of the lipid. The user was advised not to use the unit, which was swapped out.